Manufacturer narrative:
Reporting institution phone number (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the ventilator is showing diagnostic code 1111 (check vent: oxygen device failed). A good faith effort (gfe) response received on (B)(6) 2022 stated that the device was reported to be in use at the time of the reported problem. No patient harm reported. The field service engineer (fse) resolved the issue by replacing the oxygen solenoid valve. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.